Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer would not power up. The software was reloaded as a preventative measure. Analysis noted that the touchscreen did not react with the stylus. The display was replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not turn on and when it turns on it did not work. The programmer is expected to be returned for service. There was no patient involvement. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.